Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. (B)(4). Device broke intra-operatively and was not implanted / explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2016, during an intraoperative procedure, that the opal spacer 10mm x 24mm 11mm height-revolve had what appears to be the corner of the spacer break off during implantation. The small piece was removed and it was determined implantation was satisfactory. There was no surgical delay reported and there is no additional patient information and/or status of patient available. This complaint involves 1 device. This report is 1 of 1 for (B)(4).